Event description:
Customer reported that he has received some no delivery alarms. Customer stated that the no deliveries are rare, usually when the reservoir is empty, but it has occurred during other times as well. He was unable to clear it once but had to change out the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.